Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 158 mg/dl and the sensor glucose was 49mg/dl at the time of the incident. Sensor glucose and blood glucose difference was not within acceptable range. The customer reported that pump suspend her insulin due to low sensor glucose of 50mg/dl and 48mg/dl and the blood glucose was 139mg/dl and 168mg/dl respectively. Insulin delivery was suspended due to sensor glucose value of 49mg/dl. Suspend on low limit in sensor settings was 70mg/dl. The sensor will be returned for analysis.